Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the patient, by criteria, had been advanced with an arterial line catheter upon admission, which hours after being advanced began to present dysfunction in its follow-up with a flat line and without blood return, marking tension figures not in accordance with the patient's symptoms." The device was removed. There was no patiet harm or injury. No delay to therapy and no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the patient, by criteria, had been advanced with an arterial line catheter upon admission, which hours after being advanced began to present dysfunction in its follow-up with a flat line and without blood return, marking tension figures not in accordance with the patient's symptoms." The device was removed. There was no patiet harm or injury. No delay to therapy and no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Corrected data: unique identifier (UDI)# corrected from (B)(4).